Event description:
Procedure: lobectomy. According to the reporter: the jaws would not open after firing. Additional resection of tissue was done to remove the device and manual suturing was done.

Manufacturer narrative:
(B)(4)